Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the down arrow and ok buttons were intermittently responding to user inputs and there was evidence of contamination under the down arrow and ok key contacts.

Event description:
The pt claimed that the prime step did not immediately stop when the ok button was pressed. She also claimed that the keypad buttons feel like they are stuck down. The patient denied exposing the pump to moisture and indicated that there was no evidence that the keypad was peeling. There was no adverse event associated with this complaint. The pump was replaced.